Manufacturer narrative:
(B)(4). Additional information has been requested however, not received.. If further details are received at a later date a supplemental medwatch will be sent name of surgical procedure? Date of procedure? Date of reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please complete the attached consent form: provide your surgeon¿s name and contact information in the upper left on the form (email, phone number, address). No product is available for return.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient had a severe allergic reaction. The reaction caused the incision to dehisce. Treated with 12 days of steroids. Additional information has been requested..